Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken end cap. Device received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, broken battery tube threads, missing end cap sticker, missing reservoir tube o ring and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, dropped her pump and the whole side came off and she had to tape the piece back on and woke up with a blood glucose of 500 mg/dl. Today dropped the insulin pump and its broken on the right side close to the motor and blood glucose was 531 mg/dl. Customer treated high blood glucose with the insulin pump changed site. The current blood glucose was 298 mg/dl and going down. Customer did not want troubleshooting for the high blood glucose and blood glucose was 78 mg/dl. There was a big chunk broke off the bottom and rip ring was already crack and the reservoir is unable to lock in place when inserted into pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.